Event description:
Received information that the ventilator was removed from the patient. There was no patient harmed or injured as a result of the event. The ventilator did not stop cycling. The ventilator was inspected and the vent head led pcb and cable assembly was replaced. The ventilator passed all testing.